Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump declared an alarm and although it was beeping and vibrating, was otherwise unresponsive and stopped all insulin delivery. The customer's blood glucose level was 110 mg/dl. Reportedly, the customer has insulin pens available as alternate insulin therapy.